Event description:
A customer reported experiencing a power source alert with their device. There was no adverse impact to the customer's blood glucose level. Despite trying different wall adapters and charging cables, the issue persisted, leading to the decision to replace the pump. The customer was instructed on how to prepare the pump for return using a pre-paid label and confirmed they understood the instructions. In the meantime, they planned to continue using their current pump as backup therapy until the replacement arrives.